Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming correctly. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.